Manufacturer narrative:
Model #: csk-tc10, lot #: m037, description: csk tc electrode, 10 cm, total quantity: 1. Model #: csk-tc10, lot #: k511, description: csk tc electrode, 10 cm, total quantity: 2. Model #: csk-tc10, lot #: l435, description: csk tc electrode, 10 cm, total quantity: 2. Model #: csk-tc10, lot #: l227, description: csk tc electrode, 10 cm, total quantity: 1. Model #: csk-tc10, lot #: k241, description: csk tc electrode, 10 cm, total quantity: 2.

Event description:
A report was received that an electrode had separated from the hub after sterilization.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: csk-tc10 lot #: m031 description: csk tc electrode, 10cm total quantity: 1 model #: csk-tc10 lot #: l885 description: csk tc electrode, 10cm total quantity: 1.

Event description:
A report was received that an electrode had separated from the hub after sterilization.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: csk-tc10 lot #: l435 description: csk tc electrode, 10 cm total quantity: 3 model #: csk-tc10 lot #: k511 description: csk tc electrode, 10 cm total quantity: 3 csk-tc10/lot# k511(qty.3): the complaint was confirmed. The shafts of the first and second electrodes were found to be completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis. The functional test could not be performed due to the separated shafts. The complaint could not be verified for the third electrode. The electrode passed a visual inspection. However, the electrode would not register temperature during the functional test. X-ray inspection revealed that a fractured wire in the hub was causing an open thermocouple circuit. Csk-tc10/lot# l435 (qty.3) and csk-tc10/lot# m031 (qty.1): the complaint was confirmed. The shafts of all four electrodes were found to be completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis. The functional test could not be performed due to the separated shafts. Csk-tc10/lot# 021517 (qty.1) and csk-tc15/lot# k241 (qty. 2): the complaint could not be reproduced or verified. All three electrodes passed a visual inspection and the functional test. The electrodes exhibits normal device characteristics. Csk-tc10/lot# l227: the complaint could not be verified. The electrode passed a visual inspection. However, the electrode would not register temperature during the functional test. X-ray inspection revealed that a fractured wire in the hub was causing an open thermocouple circuit. Csk-tc10/lot# l885: the complaint could not be verified. No anomalies were observed with the shaft of the electrode. However, a visual inspection revealed that the sm3 connector is damaged. The functional test was not performed due to the damaged connector. Csk-tc10/lot #m037: was not returned.

Event description:
A report was received that an electrode had separated from the hub after sterilization.